Manufacturer narrative:
Other devices involved in this event: (B)(4) - battery / catalog number 1650de / expiration date: 03/31/2017. (B)(4). Device evaluation anticipated, but not yet begun. MFR date: 03/10/2016. (B)(4) - battery / catalog number 1650de / expiration date: 01/31/2016. UDI #:(B)(4). Device evaluation anticipated, but not yet begun. MFR date: 01/13/2015. (B)(4) - battery / catalog number 1650de / expiration date:01/31/2016. UDI #:(B)(4). Device evaluation anticipated, but not yet begun. MFR date: 01/14/2015. (B)(4) - battery / catalog number 1650de / expiration date:01/31/2016. UDI #: (B)(4). Device evaluation anticipated, but not yet begun. MFR date: 01/16/2015. (B)(4) - battery / catalog number 1650de / expiration date:01/31/2016. UDI #: (B)(4). Device evaluation anticipated, but not yet begun. MFR date: 01/16/2015. (B)(4) - battery / catalog number 1650de / expiration date:01/31/2016. UDI #: (B)(4). Device evaluation anticipated, but not yet begun. MFR date: 01/15/2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the batteries were power switching. Preliminary log file analysis showed that there was a controller power-up and associated pump start event logged on (B)(6) 2017, indicating a loss of power to the controller. The patient was not able to tolerate a controller change and the batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the controller (B)(4) and six (6) batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the returned devices passed visual inspection and functional testing. Log file analysis revealed that the controller, (B)(4), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4) as well as several premature power switching events that were due to communication errors involving (B)(4). As a result, the reported power switching event was confirmed. Additionally, log file analysis revealed one controller power up event, with an associated motor start event, on (B)(6) 2017, indicating a loss of power to the controller. The data point prior to the loss of power revealed that (B)(4) was connected to power port one (1) with 72% relative state of charge (rsoc) and a power adapter was connected to power port two (2). The data point after the controller power up event revealed that (B)(4) was connected to power port one (1) and (B)(4) was connected to power port two (2). The controller was without power for a maximum of 2 minutes and 46 seconds. As a result, the reported power loss event was confirmed. Based on log file analysis, the most likely root cause of the premature power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was open to investigate momentary disconnections. An internal investigation was initiated to capture events involving the controller losing power. Additional device(s) involved in event: d4. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller ((B)(6) ) and six batteries ((B)(6) ) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the returned devices passed visual inspection and functional testing. Log file analysis revealed that the controller, (B)(6) , contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(6) as well as several premature power switching events that were due to communication errors involving (B)(6) . Data log files also revealed multiple instances involving (B)(6) where the batteries¿ relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. Additionally, log file analysis revealed one controller power up on (B)(6) 2017 at 05:52:30. The data point logged prior to the loss of power revealed that (B)(6) was connected to power port one with 72% rsoc and an adapter was connected to power port two. The data point after the controller power up event revealed that (B)(6) was connected to power port one and (B)(6) was connected to power port two. The controller maximum loss of power time was for 2 minutes and 46 seconds. As a result, the reported events were confirmed. Based on log file analysis, the most likely root cause of the premature power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation examined momentary disconnections and another internal investigation was initiated to capture events involving the controller losing power. Additional products: d4: model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2016 / serial#: (B)(6) UDI #: (B)(4) d10: yes, return date: 09-may-2017 h3: yes dev rtn to MFR? Yes h4: mfg date: 15-jan-2015 h5: no h6: patient code(s): c50675 h6: device code(s): c63030 h6: FDA method code(s): 10 h6: FDA results code(s): 3213 d4: model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2016 / serial#: (B)(6) UDI #: (B)(4) d10: yes, return date: 09-may-2017 h3: yes dev rtn to MFR? Yes h4: mfg date: 16-jan-2015 h5: no h6: patient code(s): c50675 h6: device code(s): c63030 h6: FDA method code(s): 10 h6: FDA results code(s): 3213 d4: model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2016 / serial#: (B)(6) UDI #: (B)(4) d10: yes, return date: 09-may-2017 h3: yes dev rtn to MFR? Yes h4: mfg date: 14-jan-2015 h5: no h6: patient code(s): c50675 h6: device code(s): c63030 h6: FDA method code(s): 10 h6: FDA results code(s): 3213 d4: model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2016 / serial#: (B)(6) UDI #: (B)(4) d10: yes, return date: 09-may-2017 h3: yes dev rtn to MFR? Yes h4: mfg date: 13-jan-2015 h5: no h6: patient code(s): c50675 h6: device code(s): c63030 h6: FDA method code(s): 10 h6: FDA results code(s): 3213 d4: model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2016 / serial#: (B)(6) UDI #: (B)(4) d10: yes, return date: 09-may-2017 h3: yes dev rtn to MFR? Yes h4: mfg date: 16-jan-2015 h5: no h6: patient code(s): c50675 h6: device code(s): c63030 h6: FDA method code(s): 10 h6: FDA results code(s): 3213 d4: model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2017 / serial#: (B)(6) UDI #: (B)(4) d10: yes, return date: 09-may-2017 h3: yes dev rtn to MFR? Yes h4: mfg date: 10-mar-2016 h5: no h6: patient code(s): c50675 h6: device code(s): c63030 h6: FDA method code(s): 10 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Logfile review indicated that five of the batteries also had communication errors.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. Six batteries were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Data log files also revealed several premature power switching events that were due to communication errors involving (B)(4). The returned battery, (B)(4) was not involved in power switching events. The controller, (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated controller met all requirements for release. The manufacturer has opened an internal investigation to evaluate controller intermittent disconnections. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. Other devices involved in this event: (B)(4) - battery. Device evaluated by MFR: yes. (B)(4) - battery device available for eval: yes, 4/27/2017. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 01/13/2015. Device evaluated by MFR: yes. (B)(4) - battery . Device evaluated by MFR: yes. (B)(4) - battery. Device eva; by MFR: yes. (B)(4) - battery . Device evaluated by MFR: yes. (B)(4) - battery . Device evaluated by MFR: yes. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: medical device: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.